Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon receiving a vibratory notification alert for non-sustained rv oversensing, post-paced t-wave oversensing. Programming changes were made and physician was notified of these changes. Patient will continue to be monitored via merlin.net transmission. Patient was stable prior and post changes.

Event description:
New information received on (B)(4) 2018 states that patient presented to the clinic, non-sustained rv oversensing issue was observed. New programming changes were made and the physician was notified. Patient was stable prior and post programming changes and will continue to be follow remotely via (B)(4) .